Manufacturer narrative:
Investigation pending.

Event description:
Caller alleging receiving discrepant inratio values. Date: (B)(6) inratio 7.4 repeat inratio 1.6. Back to back testing same fingerstick used. Date: (B)(6): lab 4.5. Date: (B)(6): inratio 5.3. Lab 3.2. Ten minutes between testings. Pt's therapeutic range: 2-3.